Manufacturer narrative:
The primary report of the autopulse platform (sn (B)(4) displaying user advisory (ua) 16 (timeout moving to take-up position) error message was confirmed during functional testing and archive review. Root cause was due to seized brake gap cause by rust and corrosion at the brake housing area. The secondary report of the autopulse platform (sn 31091) displaying ua 2 (compression tracking error) was not confirmed during functional testing however was confirmed in the archived data review. Possible root cause were the mannequin was in the incorrect position or the life band was opened. Upon visual inspection, cracked front cover was observed. This observation is not related to the reported event. The platform was functionally tested and during initial take up, displayed a (ua) 16 (timeout moving to take-up position) error message which was attributed to a seized brake assembly due to rust and corrosion. After the brake housing was cleaned, the platform was further functionally tested and passed specification. During archive data review, multiple ua 16 and ua 2 error messages were observed on the date the event occurred. Thus, confirming the reported complaint. Note that user advisory error messages are designed into the platform when one of several conditions is detected. Ua 2 alerts the operator that as the drive shaft rotates and shortens/tightens the lifeband (compresses the chest), the load sensors do not see the expected increase in load. This user advisory will persist until the patient is properly aligned. Per the autopulse user guide instruction, to clear the error message, the operator needs to pull up the lifeband until the chest bands are fully extended. Ensuring that the patient and the lifeband are aligned and then restarting the platform. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse serial number (B)(4). The death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR in cases of clinical death. The benefit of using the autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions. If the autopulse did not start or unexpectedly stops compressions, rescuer should revert to manual CPR, which is the standard of care. In this case, the autopulse platform (sn (B)(4) displayed error message user advisory (ua) 16 (timeout moving to take-up position) upon power up. Manual CPR was performed when the use of autopulse platform was discontinued. A return of spontaneous circulation (rosc) was not achieved and the patient expired. The autopulse was intended to be used as an adjunct to manual CPR on adult patients. In case of stoppage of autopulse the user reverts to manual CPR. The transition from autopulse to manual CPR by trained users is similar to the time necessary for rescuer rotation, and presents the same workflow as manual CPR. Hence, based on available information, the patients' outcome was not negatively impacted by the interruptions when compared to standard of care manual CPR.

Manufacturer narrative:
The product was returned to zoll on 03/05/2019 for investigation; however, investigation is still in progress. A supplemental report will be filed when investigation has been completed. The death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR in cases of clinical death. The benefit of using the autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions. If the autopulse did not start or unexpectedly stops compressions, rescuer should revert to manual CPR, which is the standard of care. In this case, the autopulse platform (sn (B)(4)) displayed error message user advisory (ua) 16 (timeout moving to take-up position) upon power up. Manual CPR was performed when the use of autopulse platform was discontinued. A return of spontaneous circulation (rosc) was not achieved and the patient expired. The autopulse was intended to be used as an adjunct to manual CPR on adult patients. In case of stoppage of autopulse the user reverts to manual CPR. The transition from autopulse to manual CPR by trained users is similar to the time necessary for rescuer rotation, and presents the same workflow as manual CPR. Hence, based on available information, the patients' outcome was not negatively impacted by the interruptions when compared to standard of care manual CPR.

Event description:
During patient use, the autopulse platform (sn (B)(4)) displayed error message user advisory (ua) 16 (timeout moving to take-up position) upon power up. The patient was re-positioned and lifeband adjusted, however, the customer was not able to clear the error message. The use of the autopulse platform was discontinued and manual CPR was performed. A return of spontaneous circulation (rosc) was not achieved and the patient expired. According to the reporter, the patient outcome was not attributed to the device. In addition, autopulse platform was troubleshooted after the call with the new lifeband; however, ua 16 and ua 2(compression tracking error) error messages persisted.